Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/2629/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: review of the black box data revealed evidence of a ¿power on reset¿ event. On investigation, the pump powered on normally. Ez-prime steps were performed correctly. The pump was exercised for 24 hours during which time a call service alarm 052 occurred (processor communication error). Investigation for the alleged power issue was not able to be completed due to the call service alarm. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).